Event description:
On 14th july 2025, it was reported by an arthrex's employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, its anchor break during insertion. This was detected during a right rotator cuff repair surgery on (B)(6) 2024. The case was completed successfully by using another new ar-1927bcf-45. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, identified that the 4.5mm screw was not returned. Functional testing was not performed due to the damage to the missing screw. No problem found.